Event description:
It was reported by the customer that a pyxis medstation es system cubie drawer failed and a black spot around the solenoid of drawer 4-2, potentially due to thermal damage. Drawers were not detected on the bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-nov-2022 to 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed due to thermal damage on the solenoid. A field service engineer replaced module board, solenoid, drawer control board and retractor band. Rebooted the station with firmware update to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed due to thermal damage on the solenoid. A field service engineer replaced module board, solenoid, drawer control board and retractor band. Rebooted the station with firmware update to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer failure and a black spot around the solenoid of drawer 4-2, potentially due to thermal damage. The customer stated that they were able to retrieve medications successfully. There were no adverse events or injuries reported based on this incident.